Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced an underdose with the following symptoms: sweating and nausea. The medication in the pump was unclear. The pt was admitted to the hospital. No further pt symptoms, outcome or details were provided. Additional info was requested, but not provided at the time of this report.